Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic appendectomy the doctor placed the device on tissue to staple the appendix. When the doctor went to staple, the staples came open. It was not reported how the procedure was completed. There were no patient consequences reported.